Event description:
During the transcatheter arterial embolization procedure gastrointestinal hemorrhage, the introducer sheath of the deltaplush cerecyte microcoil (cpl100206-30/c13130) was inserted through an unspecified y-connector and the introducer tip was seated into the hub of the unspecified excelsior1018 microcatheter (stryker, type str), the re-sheathing tool somehow damaged. Then, the dpu wire was also damaged and separated in two pieces within the microcatheter. It is unknown how and where on the dpu the damage occurred. Therefore the deltaplush was safely removed from the microcatheter and was replaced for a new one (cpl100206-30, lot unknown) which was made all way through the same microcatheter. Afterwards, the procedure was successfully completed without any further issues. No patient injury/complications were reported. After the complaint product, ten deltaplush (catalogue and lot all unknown) were successfully placed into the target lesion with no further issues. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. There was no stretching or unintended detachment observed in the vessel or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. No information regarding the aneurysm/vessel was provided. No patient information (age, gender, dob and weight) was provided. The complaint product is unavailable for evaluation. No additional information is available.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product was not available for analysis, but review of lot c13130 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The failure detachable positioning unit separated reported by the customer was not confirmed because the unit was not returned for analysis. However, the DHR revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Therefore, no corrective action will be taken at this time.